Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call low blood glucose levels. Customer's blood glucose level was 48 mg/dl. Troubleshooting for low blood glucose was performed. Customer advised they always disconnect when they perform the prime process. Customer had a stomach flu which may have also resulted in low blood glucose levels. Customer performed the displacement test and passed. Customer was advised to follow up with their doctor and was advised the insulin pump worked as designed.